Event description:
It was reported the patient received the following results within 15 minutes: 539 mg/dl, 173 mg/dl, 169 mg/dl, and 178 mg/dl. The patient experienced symptoms of nausea and cold sweating.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.